Manufacturer narrative:
The mega suturecut needle driver instrument has been received by intuitive surgical, inc. (Isi), however the failure analysis investigation has not been completed.

Event description:
During a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver instrument did not cut the suture as expected, leading to the suture tearing through the abdominal wall tissue requiring reclosure of the hernia. This resulted in a delay of approximately 45 minutes. The customer reported no additional bleeding, no damage to the abdominal mesh and no unplanned surgical tasks required. There was no reported negative patient outcome. The procedure was completed robotically with a new instrument.

Manufacturer narrative:
Updated fields: d9, g6, h2, h3, h6, h11. The mega suturecut needle driver instrument was analyzed and found to have blade damage near the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Event description:
Refer to h11 for follow-up information.